Event description:
It was reported that approximately three months post vena cava filter deployment, during a scheduled retrieval, the filter was unable to be removed due to the tip of the filter being embedded in the ivc wall. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post filter deployment, patient was scheduled for ivc retrieval. Attempts were made to retrieve the filter; first using the retrieval cone and later with a gooseneck snare. Numerous shapes of guide catheters and wires were used in numerous attempts to grab the tip of the filter; however retrieval was unsuccessful. The filter was tilted in an ap direction with the nose wedged into the wall of the ivc. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, unsuccessful attempts were made to retrieve the filter using recovery cone and gooseneck snare. Also numerous shapes of guide catheters and wires were used in numerous attempts to grab the tip of the filter. The filter was tilted with the nose wedged into the wall of the ivc. This could have led to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2012, manufacturing date: 06/2009.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilted filter and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Precautions: - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post vena cava filter deployment, during a scheduled retrieval, the filter was unable to be removed due to the tip of the filter being embedded in the ivc wall. The current status of the patient was not provided.